Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, the device created a hematoma within the patient. It could not be reported if any intervention was needed to treat the hematoma, nor what was done to complete the procedure. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number and lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. If the product is received, upon completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).